Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient could start therapy sessions. Reportedly, the patient had a fall before the loss of therapy. The date of the fall incident is unknown. The therapy manager troubleshoot the issue and confirmed that all electrodes on the left lead were out of impedance. The patient was programmed with unilateral stimulation only. The patient underwent scheduled revision surgery to replace the left lead. A new lead was implanted with no complications.

Event description:
It was reported that the patient could not start therapy sessions. Reportedly, the patient had a fall before the loss of therapy. The date of the fall incident is unknown. The therapy manager troubleshoot the issue and confirmed that all electrodes on the left lead were out of impedance. The patient was programmed with unilateral stimulation only. The patient underwent scheduled revision surgery to replace the left lead. A new lead was implanted with no complications.

Manufacturer narrative:
Mml reference #(B)(4). Additional information: the patient was sent for x-rays, and the physician reported that the left lead was pulled out of place proximally but still attached distally to the intertransverse muscle between lumbar (l)2 - l3. Although requested, the patient demographic information is not available. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device was returned and evaluated. The reported issue was verified. Visual inspection observed a separation in the lead approximately 5 inches below distal electrode #4. Functional testing of the lead failed; all four electrodes failed for continuity due to the separation observed during visual inspection. Fractured coil wires was observed. Tension on lead due to fall caused lead breakage. Updated h6 & b5.